Event description:
It was reported that telemetry could not be established or patient alert tones heard with magnet application. The device was explanted and replaced. It was later returned with a report that it could not be interrogated. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis found the device had no telemetry or pacing output. Further analysis showed it was fully functional when powered externally. Voltage and impedance measurements showed no evidence of a battery issue. The device was past its expected life, and there was no evidence to indicate anything other than normal battery depletion. However, because there was no retrievable save-to-disk data or implant data provided from the field to calculate device longevity, analysis was inconclusive.